Event description:
It was reported that pt was a passenger in the car on their way home with their ens for a stimulation trial. They drove under some big power lines, the pt felt the stimulation get very strong and then he "passed out for a min." The pt was instructed to turn off the device the next day. The pt returned to the clinic and was given a new ens. The first ens was interrogated and "nothing looked out of the ordinary". The trial was continued without further events. The pt recovered without sequela.

Manufacturer narrative:
..